Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display. Evaluation also revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed a dim, discolored display. Evaluation also revealed that the battery compartment was cracked. Unrelated to the complaint, testing revealed that the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).